Event description:
Upon receipt of additional information, it was determined that the device did not contribute to the event. The patient currently has no devices implanted and the custom planning is for the patient's initial implants. Therefore, this report was sent in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Upon receipt of additional information, it was determined that the device did not contribute to the event. The patient currently has no devices implanted and the custom planning is for the patient's initial implants. Therefore, this report was sent in error and should be voided.

Event description:
It was reported that the patient underwent an initial temporomandibular joint replacement on an unknown date. Subsequently, the patient has experienced loss of range of motion as the mouth opening has deteriorated. The surgeon has requested another computed tomography (CT) scan to assess whether the patient will require a new custom device to be made. No further intervention has been reported to date. Attempts for additional information are currently in progress.

Manufacturer narrative:
(B)(4). G2 - report source - foreign - united kingdom. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.